Event description:
It was reported that during a ptca/stent procedure in the right coronary artery, the stent could not be advanced across a tortuous section of vessel. The stent was dislodged from the sds while attempting to retract the system. A second stent was used to crush the stent against the artery wall. The pt is reported to be doing well as of the date of this report.